Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had experienced pain and blood at the insertion site due to a bent cannula. The customer stated that the bent cannula had caused a no delivery alarm. Troubleshooting was done. The customer had been continually receiving no delivery alarms even after an infusion set change. The customer's blood glucose was 534 mg/dl. The customer was treated with manual injections. Troubleshooting for the no delivery alarm could not be done at the time of the call due to the fact that the alarm had already been resolved by a complete set change. The customer stated that there were no bent cannulas or kinked infusion sets. Advised customer to call back if the alarm recurred in order to troubleshoot. Advised customer that a replacement insulin pump would be sent due to the dome label sticker missing from the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.